Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check te pad messages) has been confirmed. Upon investigation the trunk cable connector was warped and unable to latch with a monitor. The root cause for the damaged connector was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.